Manufacturer narrative:
H6: investigation summary: two open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on one sample and a bent non patient end of cannula was observed on the second sample. Due to the condition the samples were returned no clog test could be carried out. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle is broken. The following was recieved by the initial reporter: verbatim: 2 defect samples were returned. Bdj confirmed 1 np needle bent and 1 np needle broken.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle is broken. The following was received by the initial reporter: verbatim: 2 defect samples were returned. Bdj confirmed 1 np needle bent and 1 np needle broken.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.